Manufacturer narrative:
Siemens has concluded the investigation. Based on the instrument log review there is no indication of a co-oximetry issue, measurement cartridge issue, instrument malfunction, or any possible contamination. The rp500e sn (B)(6) is performing as intended. The root cause for the suspected discrepant thb results that were generated on the rp500e sn (B)(6) for the five patient samples in question was due to the correlation coefficient not being applied. Per the customer, after the correlation coefficient was applied on rp500e sn (B)(6), all systems at this location started to generate almost identical thb results.

Manufacturer narrative:
Siemens requested the data logs for the three systems be sent for investigation. Data for the rp500e and for the rp 500 s/n (B)(4) were received. The customer stated that no data is available for the rp 500 s/n (B)(4). The cause of this event is unknown.

Event description:
The customer reported discrepant total hemoglobin results on the rp 500e when compared to two rp 500 instruments. There is no report of harm due to this event.